Manufacturer narrative:
Correction: (d.4.) Device expiration date is unknown. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot and material number was made available for this reported event. Applicable documents were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that qsyte bi extension set used to obtain blood culture from port; the plastic piece from extension set was broken off and stuck in port needle. Verbatim: rcc received a complaint via email. Qsyte bi extension set used to obtain blood culture from port; the plastic piece from extension set was broken off and stuck in port needle.